Event description:
It was reported that while advancing the guide wire through a previously implanted stent, resistance was encountered and the guide wire was withdrawn. While reporting the incident, in retrospect, the physician noted flaking on the guide wire and felt the flaking occurred before use.